Manufacturer narrative:
This medwatch for suspect device in coaguchek system 1.

Event description:
Caller states, the pt tested 4.4 inr on coaguchek sys 1 and 3.2 inr/3.2 inr/3.2 inr during duplicate testing on additional coaguchek systems. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.